Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain, spinal pain. It was reported that patient saw a manufacturer representative (rep) about 2 weeks ago for programming and it improved their therapy level, but now the ins is not holding a charge. The patient stated they have an appointment on friday, (B)(6) 2018 with a healthcare professional (hcp) and manufacturer representative (rep) to have x-rays of the lead placement and to discuss ins replacement. No additional patient symptoms, and no additional device complications were reported for this event.

Event description:
Additional information received from the patient. It was reported that the patient informed the managing physician and on (B)(6), the managing physician would like to try to get better coverage down the left leg with the device. At the time of the report, the issue of the implantable neurostimulator (ins) not holding charge has not been resolved. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that they felt like they had been charging more frequently. They spoke with their doctor but the doctor stated they were not concerned about this. The patient stated they have to charge every third night and takes about five hours. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that they decided it needed a new charger. In addition, the patient noted issue of the implantable neurostimulator (ins) not holding charge has been resolved. There were no further complications or anticipations reported with this event.